Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced a hemorrhagic cerebrovascular accident (hcva) after presenting for evaluation of a false aneurysm in the left hand, fever and infection. The patient underwent a head computed tomography (CT) scan that revealed two small false aneurysms. Parenchymal bleeding was treated with cerebral drainage. It was reported that the patient remained hospitalized with no neurological deficit. The device was not returned to the manufacturer for evaluation as it remained implanted. Infection, sepsis, and stroke are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. No explant date as the device remained implanted.

Event description:
Approximately sixteen months after hvad implantation, this patient experienced a hemorrhagic cerebrovascular accident (hcva) after presenting for evaluation of a false aneurysm in the left hand, fever and infection. Initial computed tomography scan was normal; however the patient developed a hcva with two small false aneurysms. Parenchymal bleeding was treated with cerebral drainage. Embolization of the two aneurysms was also done through arteriography. At last report, the patient had been transferred to the normal ward and was stable with no neurological deficit. The device will not be returned to heartware for evaluation as it remains implanted.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Pump remains implanted.